Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient visited the emergency room (ER) due to diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 673 mg/dl while wearing the pod between 5 and 24 hours, despite administering several boluses. Symptoms reported included extreme thirst, tiredness and blurred vision. Just before entering the ER, the patient noticed that the pod¿s adhesive was coming loose from the infusion site (back), causing the cannula to dislodge and deliver insulin outside of the body. The patient was treated with an injection of insulin and intravenous fluids. The patient left the ER later the same day.